Manufacturer narrative:
Insulin pump unable to prime during the prime test due to faulty force sensor resistor. Device received with stripped battery cap coin slot, minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the battery cap on the insulin pump could not be removed. Last blood glucose was 281 mg/dl; customer had treated and declined to troubleshoot. It was not possible to remove the battery cap with a quarter and did not have a large flat head screwdriver. Nothing further reported.